Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of a new device it was difficult to get stable right ventricular (rv) lead pacing impedance measurements. The procedure was ended with stable measurements. During a follow up the next day there was loss of capture noted on the rv lead and high out of range pacing impedance measurements. It was reported that the patient experienced syncope as the patient was in complete av block. After the syncopal episode high pacing thresholds were seen and automatic capture thresholds testing could not be performed. A lead revision was performed. With the newly implanted lead the pacing impedance measurements were within range, and automatic capture testing was able to be performed. No further adverse patient effects were reported. The explanted rv lead will be returned, while the device remains implanted.